Event description:
On (B)(6) 2023, the patient, a 36 year old female, was implanted with 1 agili-c implant. The patient reported continuing knee pain during the fu post operative perioud, but it was noted that she also suffered from complex regional pain syndrome (crps). The physician followed the patient closely and ordered appropriate follow up ultimately leading to an MRI which indicated non integration of the implant in the subchondral bone. On (B)(6) 2025, the patient underwent revision surgery to remove the cartiheal implant and was treated with an oca. Intraoperative findings demonstrated cartilage formation from the implant periphery but no integration subchondral level.

Manufacturer narrative:
A review of the instructions for use documents for the agili-c implant and the risk analysis revealed that implant lack of integration has been identified as a known potential complication. Device history record review and we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.